Event description:
On 2nd july 2024, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens was very difficult to push out of the injector and that this led to prolonged surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was very difficult to push out of the injector. The healthcare facility reports no harm/injury to the patient as a result of the event; however, reports that surgery was prolonged. The additional information received identifies that the injector was removed from the blister tray to insert ovd and close the flaps. This is a deviation from the IFU which states that the injector should remain within the tray until ovd is inserted and the flaps firmly secured via the double click. Our review of production records for the rayone spheric rao100c batch 113229646 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 113229646. The user removing the injector from the blister to insert ovd and close the flaps has likely resulted in the lens moving from its optimally loaded position impacting lens delivery causing a failed injection.